Manufacturer narrative:
(B)(4). Concomitant medical products: coonrad morrey interchangeable ulnar assembly pn: 32810504302 ln: 63012519 unknown humeral component pn: ni ln: ni. It was indicated that the product will not be returned to zimmer biomet for investigation, due to hospital policy. The investigation is in progress and a follow up MDR will be submitted one the investigation is complete. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-7606, 0001822565-2017-7607. Device not returned to manufacturer.

Event description:
It was reported patient underwent an elbow revision surgery due to infection. No other information was available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required as no trends were identified. Root cause could not be determined.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. A definite root cause cannot be determined with the information provided.